Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported winged balloon; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery. The 5.0x15mm nc trek balloon dilatation catheter (bdc) was inflated twice and fully deflated each time 5-10 seconds at negative pressure; however, the bdc was noted to be winged after being fully deflated. The bdc could not retract into the non-abbott guide catheter. Additionally, the bdc and the non-abbott guide catheter extension were retracted into the catheter as one unit and removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.